Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient was taken for an x-ray which showed no abnormalities. After consulting with the patient the hcp indicated they did not believe there was any malfunction with the device. It was stated that the patient's device was working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had an out of regulation (oor) error appear on their programmer after having spine surgery. The surgery was performed with the ins on. The error sporadically displayed again when the ins is checked with the programmer. The ins was not tested by the neurologist on the day of surgery or the day after. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.